Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.6, repeat 2.7, lab: 2.2.

Manufacturer narrative:
Investigation pending.